Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter insertion tray replacement insertion kit did not come with gloves either. Per additional information received via customer follow up on 09may2024, it was reported that they received a foley tray that contained all contents including the gloves. The issue was that it had a sticker on the outer package that says non-sterile. Customer was concerned and did not use the tray.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter insertion tray replacement insertion kit did not come with gloves either. Per additional information received via customer follow up on 09may2024, it was reported that they received a foley tray that contained all contents including the gloves. The issue was that it had a sticker on the outer package that says non-sterile. Customer was concerned and did not use the tray.